Event description:
It was reported that a user¿s freestyle libre 3 sensor would not connect to the ilet after placement because the sensor had already been started in another application. Symptoms included no glucose data available to the ilet due to the sensor being in use by another device. Outcomes included dosing interruption risk as dosing would stop soon without cgm data. Investigation included troubleshooting and user education. Investigation of this case revealed that the sensor was initialized in the freestyle app, which prevented pairing with the ilet. It was concluded that user setup error caused the connectivity issue, and the user was advised to remove the third-party app and start a new sensor only through the ilet app.